Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said their therapy "hasn't been working for awhile, I can go through each program and increase it and I don't get any relief and I have been putting this off because I have been dealing with other health stuff." They noted that they have not been getting symptom relief since "like last year, or maybe even the year before maybe towards the end of that year." When asked if the patient has met with a manufacture representative (rep) or healthcare provider (hcp) for reprogramming, they said they have not. As a result of what was reported, the patient was redirected to their hcp for more investigation; a loss of therapy was reported. Additional information received from the patient on (B)(6) 2018 who recalled having an ultrasound a few years ago and thinks that is when they stopped getting symptom relief; they mentioned the loss of therapy again. It was reviewed that the loss of therapy would be unlikely caused by an ultrasound, but if they are still concerned, they should follow up with their hcp. No further patient complications have been reported as a result of this event.